Event description:
T-wave oversensing noted as non-sustained epiosdes. (B)(6) 2021 06:12:25 rv lead integrity warning: 2 or more high rate-ns episodes less than 220 ms. Sensing integrity counter greater than or equal to 30 in 3 days, (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).